Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead oversensed noise, which triggered inappropriate mode switch, and the right ventricular (rv) lead exhibited a failure to capture. During surgery to address the issues, it was observed that the atrial lead had insulation damage and that the rv lead was fractured. The leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, lead fracture, high pacing threshold and sensing anomaly were not confirmed. A partial lead (only the distal portion) was returned in one piece with the helix found extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead partial lead did not find any anomalies except for procedural damage.